Manufacturer narrative:
Device labeling has been revised to include proper handling and use.

Event description:
The reporter called and said an employee cut her finger when prepairing the liquid control for use. The person washed her hands and applied a bandaid.